Manufacturer narrative:
Correction: d4. Serial number (B)(6). The device history record review found that the handpiece met all physical and functional requirements at the time of manufacture. Although product has been requested, it has not been returned to date. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. This investigation will be reopened if the product is received. The investigation is complete.

Manufacturer narrative:
The device was received and the evaluation completed. One stellaris handpiece was returned. Visual inspection found the nose cone and transducer horn dented and marred. The cable is deformed at the lemo connector strain relief. A functional test was performed using a stellaris system. The handpiece tuned, primed, and functioned as intended. Additionally, the handpiece was run at 100% power for one full minute without irrigation or aspiration hook-up. The handpiece did not get hot during testing. We are unable to determine the root cause. No further action is required. We will continue to monitor complaints of this nature. The investigation is complete.

Manufacturer narrative:
A review of the device history record (DHR) found that serial # ush29859 met all physical and functional requirements. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported that a white material was observed in the phaco tip during surgery. The handpiece was removed from the eye and flushed. Surgery continued and later on a corneal burn was observed. The wound was sutured at the end of the case. Surgery was increased by 0-15 minutes. Additional information has been requested.